Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high the customer¿s mother reported that son is using the pump but was getting highs today. Patient's blood glucose at time of incident was 150 mg/dl. Patient's current blood glucose was 311 mg/dl. The customer treated for high blood glucose with insulin pump. Based on customer report proceeding in troubleshooting the customer was alleging possible pump under delivery. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.